Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on additional information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating lint was removed during initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they are still getting lint in the paks and have entered the eye several times. The company representative noticed lint from the sponge gauze and requested them to be replaced. Additional information was requested; however, none has been received to date.